Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. The customer's blood glucose (bg) level was 212-300 mg/dl the customer delivered a bolus with the pump to address bg level. Additionally, after an attempt to load a new cartridge, the customer reported receiving a low insulin alert. The customer then changed out the cartridge and received an alarm 9. Reportedly, the customer stated does reuse insulin from cartridges and reloads into new cartridges. The customer was able to load a new cartridge after multiple attempts. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.